Event description:
It was initially reported that a depression patient began having seizures. The patient was told by her psychiatrist that she needed an MRI and needed to have her vns explanted. Her psychiatrist told her that no neurologist will see her until the vns is explanted. The patient has seen one surgeon for the removal of her vns but they declined to remove it. The patient contacted the manufacture and threated to cut the vns out if another surgeon could be found. Another name for a surgeon was provided to the patient. Once the patient had calmed down it was inquired as to the reason that the patient wanted to have the vns removed since it can also be used to treat seizures. The patient said that her psychiatrist told her it had to be removed. She said she would prefer to not have it explanted because it has worked well for her depression . This conflicted with her previous statement that she would cut it out herself of a surgeon would not remove it. Follow-up with the patient's treating psychiatrist indicated that the patient is going to see another surgeon. Good faith attempts for more information have been unsuccessful to date.